Event description:
It was reported that the reservoir was occluded. Customer's blood glucose was 350 mg/dl. Troubleshooting was done. The issue was resolved by changing the reservoir. Customer requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.